Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had powered off by itself. No further details were provided. There were no reports of patient use associated with the reported event.